Manufacturer narrative:
Investigation of this complaint found that processing of tissue samples in both the "d-factory 12 hr xylene free" protocol started in retort b at 16:31pm on (B)(6) 2018 and the "c-factory 4 hr xylene free" protocol started in retort a at 17:15pm on (B)(6) 2018 was delayed because an error code indicating that the condensate bottle was not in contact with the corresponding sensor resulted in pausing of both protocols. The root cause of the sub-optimal tissue processing reported by the complainant was the occurrence of error code "13" indicating that the condensate bottle was not in contact with the corresponding sensor at 01:23am on (B)(6) 2018; which resulted in the "d-factory 12 hr xylene free" protocol started in retort b at 16:31pm on (B)(6) 2018 being paused until 06:07am on (B)(6) 2018. This in turn resulted in retort b being left empty after completion of step 7 of the protocol. The tissue samples being in an empty retort for approximately four (4) hours and 45 minutes would have contributed to the sub-optimal tissue processing reported by the complainant. Although not reported by the complainant, the quality of tissue processing from the "c-factory 4 hr xylene free" protocol started in retort a at 17:15pm on (B)(6) 2018, would also have been adversely affected because the condensate bottle moved out of position during the fixation step of the "c-factory 4 hr xylene free" protocol started in retort a at 17:15pm on (B)(6) 2018. The tissue samples in retort a remained covered by formalin at 98.9% until 06:08am on (B)(6) 2018. At 06:08am on (B)(6) 2018, the "c-factory 4 hr xylene free" protocol started in retort a at 17:15pm on (B)(6) 2018 continued at the fixation step (step 1), until the protocol failed at the third clearing (step 8) at 06:23am on (B)(6) 2018. Although the c-factory 4 hr xylene free" protocol started in retort a at 17:15pm on (B)(6) 2018 subsequently continued through steps 1 to 8, these steps were executed between 06:08am and 06:23m on (B)(6) 2018 at a reduced duration in an attempt to meet the end time calculated by the software scheduler. The reduced duration of steps 1 to 8 allowed insufficient time to adequately heat the retort manifold; and resulted in failure of the "c-factory 4 hr xylene free" protocol started in retort a at 17:15pm on (B)(6) 2018. The root cause of the condensate bottle moving out of contact with the corresponding sensor cannot be unequivocally determined from the information available. However, the most likely cause of the condensate bottle not being detected by the corresponding sensor was a use error resulting from incomplete insertion of the condensate bottle.

Event description:
On (B)(6) 2018, leica biosystems received a complaint that a protocol run overnight in retort b had failed at the first wax step with an error code indicating that the manifold was not hot. On (B)(6) 2018, information documented by a leica field service engineer (fse) indicated that tissue samples may have been adversely impacted. On (B)(6) 2018, the leica field service engineer (fse) visited the customer site in order to assess the operation and function of the instrument. The fse confirmed there was no damage to the condensate bottle flag; and verified that the result for the minimum verification testing were satisfactory. The fse replaced the condensate bottle as a preventive measure. On (B)(6) 2018, the complainant provided the following information to leica biosystems: "this serious error has affected several diagnostic cases and, whilst a diagnosis has been possible, the quality of the report has been affected by the tissue damage". On (B)(6) 2018, the leica field support scientist provided the following information to leica biosystems melbourne "they were due to update me on the reportability of the one case still in question".